Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device joint was damaged and leaked medication during use. The following information was provided by the initial reporter, translated from chinese: "damage to the joint causes drug leakage."

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device joint was damaged and leaked medication during use. The following information was provided by the initial reporter, translated from chinese: "damage to the joint causes drug leakage."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.